Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, there was unable to verify any issue with laser. The console delivered power and all checklist tasks, passed system performance standards. Since the investigation was unable to identify any damage or malfunction related to the reported allegation it could not be confirmed and was concluded that the laser run without any issues.

Event description:
It was reported that during a ureteroscopy procedure the laser started visibly smoking and emitting smoke smell when started lasing on the last case. Additionally, it displayed error code 265 - lasing and safety-holmium current fail. The procedure was completed with another device. The patient was under general anesthesia, recovered from procedure with no complications.